Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The reported backup audible alarm post error was evidenced in the event history log (ehl). The error message was also reproduced during testing. The product fault occurred because the main board did not operate as intended. The main board, with the high profile, had a broken token cap. The problem source of the reported product problem was unknown. A root cause was not established. The main board was replaced to address the product problem.

Event description:
It was reported that the medfusion pump exhibited a backup audible alarm error. There was no patient involvement. The product problem was observed during testing.